Event description:
Metal findings emitted from arthroscopic shaver during knee scope.====================== manufacturer response for arthroscopic shaver======================he will put official complaint in to company. All boxes with this lot# removed from inventory as a precaution. Rep will pick up defective device.